Event description:
The customer contact returned the device to the service center with a report of, multiple alarm codes. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device ac power cord ground prong was bent.

Manufacturer narrative:
During testing, it was noted that the device ac power cord prong was bent. The probable cause for the bent ground prong on the ac power cord was use in the customer environment. If the ac power cord was attempted to be removed from the outlet by pulling at an angle, it is possible to damage the ac power cord. This report represents all the information known by the reporter upon query by hospira personnel.